Event description:
Comment : medtronic, inc. Division: superficial vein therapies product: venaseal offender: (B)(6) failed to report a patient death due to our venaseal product (B)(6) the death was never reported, (B)(6) a doctor reported to (B)(4) that one of his patients died after implanting medtronic's product, venaseal, in his patient. (B)(6) never filed an internal report to investigate this claim. This is part of a larger issue of underreporting within medtronic, (B)(6) with this exact product. A peer reviewed journal article was even written about this underreporting of adverse events specifically outing venaseal...here is the link to that article: https://journals.sagepub.com/doi/abs/10.1177/02683555231211086. In addition to this incident, (B)(6), (B)(4), (B)(6).